Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare (fph) field representative that the water level exceeded the maximum level line of an mr290 vented autofeed humidification chamber. It was further reported that the floats inside the chamber were not working properly. This was observed prior to patient use.

Manufacturer narrative:
(B)(4). Method: the complaint mr290 humidification chamber was received for evaluation. The chamber was visually inspected for dents and inverted to check for the movement of the floats. The chamber was also performance tested for overfilling by connection with a waterfeed bag and allowing the water to flow into the chamber. Results: visual inspection revealed that the chamber base was dented, which appeared to be a result of the chamber being dropped prior to patient use. The chamber dome was also cracked near the dented base. When the chamber was inverted, both the primary and secondary floats were able to move freely. When connected to a waterfeed bag, the chamber stopped filling 3mm below the maximum fill line, suggesting that the floats were operating correctly. A lot check revealed no other complaints of this nature for lot number 070827. Conclusion: the mr290 is a single use autofeed humidification chamber used to maintain constant humidity level for the patient. It has a unique dual float mechanism that uses independent floats to control the amount of water which flows into the chamber and to safely maintain a constant water level inside the chamber for optimal humidification. Under normal circumstances, the blue "primary" float controls the water level in the chamber and the white "secondary" float acts as a backup to prevent overfilling if the primary float fails to operate. We were unable to replicate the reported fault with the returned mr290v chamber, as both the primary and secondary floats were functioning correctly. As the chamber showed sign of drop damage, it is possible that it has contributed to the failure of the primary float during use. The fph user instructions (ui) that accompany the mr290 chamber specifies in the warning section "do not use the chamber if the water rises above the maximum water level line" along with a diagram directing the user to check the water level on the mr290 humidification chamber. A written description of the meaning of the symbols used is also included in the ui.